Event description:
It was reported that the temporary pacing electrode catheter was kinked. Also stated that the patient was exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive because the complaint sample was not returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "pulling distal wire to taut at mp5898 (assemble electrodes proximal/distal)". The device was used for treatment purposes. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires." "Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged." "Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the temporary pacing electrode catheter was kinked. Also stated that the patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temporary pacing electrode catheter was kinked. Also stated that the patient was exposed to hazardous, blood, or bodily fluids.